Event description:
A customer observed a non-reproducible, higher than expected vitros valp quality control result (88.87 vs. 73.1 ng/ml) on a vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No vitros valp patient results from the time frame of the event were questioned. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a none-reproducible, higher than expected vitros valp quality control result was obtained while using a vitros 5,1 fs chemistry system. The root cause of this event is unknown. However, the quality control fluids in use, an instrument related issue and/or a reagent related issue could not be ruled out as contributing factors. Expected performance was returned using an alternate qulaity control fluid vial.